Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after opening the package of the rosch-uchida transjugular liver access set, the physician found the front of the sheath to be cracked. It did not make patient contact and the procedure was completed with another device, so there were no injuries or additional procedures reported. It was further noted that there were significant nicks on the catheter tip.